Manufacturer narrative:
The complaint was not confirmed. The customer decided not to repair the unit . Product was returned to customer unrepaired and marked not for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flexible drive cable on the sternal saw did not function properly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.